Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient experienced discomfort at the battery site when the device was on. There were no environmental/external/patient factors that may have led to the event and impedance checks were done. The battery was replaced and the issue was resolved at the time of the report.

Manufacturer narrative:
Correction: please note conclusion code and result code no longer apply to this report. Analysis of the returned ins (serial # (B)(4)) found that the ins had no significant anomalies. The ins had a reduced battery capacity due to overdischarge. The ins status based on the initial review and trace report was a status of no telemetry. The connector module molded rubber was observed to be cut and breached. There was foreign material observed in the connector ports. The ins can was observed to be discolored. The telemetry test resulted in no telemetry. The initial output test resulted in no output with settings of all electrodes referenced to one electrode used. The result of testing pressure on the ins can resulted in no telemetry. The ins did not synchronize with a patient programmer when tested. A physician mode recharge (pmr) was done and the ins recovered normally. It was noted that one pmr was needed and that the overdischarge count was 1. The ins had good stable output after pmr recovery both with settings of the electrode pairs that the ins had when it was received and will all electrodes referenced to one electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.